Event description:
It was reported that the patient presented to the hospital on (B)(6) 2023 with complaints of worsening cough, fevers, chills, and dyspnea. Blood cultures collected on admission on (B)(6) 2023 grew gram-positive cocci in pairs and chains on (B)(6) 2023. On (B)(6) 2023 the blood cultures identified the growths as enterococcus faecalis. The patient passed away on (B)(6) 2023. The source of the septic shock was bacteremia and the cause of the msof was bacterial pneumonia/bacteremia. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection and sepsis could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection, sepsis, multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management", also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to multisystem organ failure, acute respiratory distress syndrome (ards), and septic shock.